Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible, elevated carcinoembryonic antigen (cea) results, above the normal reference interval, generated by the unicel dxi 800 access immunoassay system for two patients. Subsequent testing on an alternate methodology produced discordant lower results within the normal reference interval for two patients. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Both levels of cea2 qc were within the customer's established ranges prior to and after the event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A clear root cause for this event has not been determined to date.